Manufacturer narrative:
Not returned

Event description:
Complaint received that alleges "he suffered an injury to the bottom of his foot where the impax grid was used to unload an area of discomfort, and after 2 days of wear the area was split open. The patient is diabetic and so he called his hospital to let them know and they were unable to assist him nad just told him to stop wearing the boot. This was approximately 5-6 months ago". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.